Manufacturer narrative:
(B)(4).

Event description:
Procedure type: roux-en-y. According to the reporter: when the staple fired, it wouldn't release when pulling back on the black ears. Another gun was opened and two 60 reloads were fired either side so the faulty stapler could be released. An endo catch bag was used to retrieve specimen. Patient status: fine. The 100-150mls blood loss occurred. Operative time was extended between 45 mins and 1 hour.